Event description:
It was reported that the patient underwent a left total hip arthroplasty. Subsequently, the patient was revised approximately 1 year later due to pain and hematoma from an unknown injury to left leg. During the revision noted metallosis, scarring and local tissue reaction. The head, neck, and liner were exchanged, the cerclage wires were removed and I&d to hematoma without complications. Subsequently an irrigation and debridement was performed approximately seven (7) months after revision due to recurrent hematoma with 3 previous aspirations with negative cultures. The large hematoma was excised with drain placed without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01886. Proposed component code: mechanical (g04)- head. D10: cat# 00-2232-004-18; lot# 63674177; cable ready gtr cocr cable. Cat#00-2232-004-18; lot# 63716290; cable ready gtr cocr cable. Cat# 00-6202-058-22; lot# 63365727; tm acet shell 58mm cluster. Cat# 00-7713-013-00; lot# 63675172; m/l tpr kinectiv stem sz 13.5. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: additionally, it was reported the patient was experiencing multiple subluxation events prior to the revision. A definitive root cause cannot be determined for all issues reported besides the hematoma. No problem was found with the devices regarding the hematoma, as review by a hcp determined it was procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.